Event description:
It was reported that the initial interrogation pre implant showed that the implantable cardioverter defibrillator was in back-up mode. No patient involved.

Manufacturer narrative:
The reported event of device in back up mode was confirmed. The cause of the backup operation could not be determined since the memory contents were corrupt. The cause of the memory corruption was undetermined.